Event description:
It was reported that during patient treatment, delivered tidal volume was insufficient and the ventilator generated alarms. The patient desaturated. The ventilator was replaced, and ventilation could continue. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The healthcare facility did not provide ventilator logs or request an examination of the ventilator and evaluated the ventilator themselves before returning it to clinical use. There was no additional information supplied regarding the results of this examination. As no further investigation could be performed, the underlying cause of the reported event remains unknown.

Event description:
Manufacturer's ref #: (B)(4).